Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that on (B)(6) 2014, all channels were active and that the patient could hear at normal charge levels. On (B)(6) 2014, the patient's parents observed that the patient no longer had access to sound with the device. An accident or trauma is not known. The patient will be re-implanted.